Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: kne-nexgen-bearings-unk MDR: 0001822565-2021-02028.

Event description:
It was reported the patient underwent an initial knee procedure approximately 18-20 years prior. Subsequently, the patient was revised due to pain and laxity.